Manufacturer narrative:
This file is related to pr (B)(4) and pr (B)(4) MDR ref #3001845648-2021-00429). Device evaluation: the echo-19 device of unknown lot number involved in this complaint was not available for evaluation. With the information provided, a document based investigation was conducted. This complaint was created to capture off-label use, as the echo-19 device was used for access. As the echo-19 device is from unknown lot number, a review of the relevant manufacturing records cannot be conducted. Prior to distribution, all echo-19 devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. The notes section of the instructions for use, ifu0101-1, which accompanies this device instructs the user "this device is used to sample targeted submucosal gastrointestinal lesions through the accessory channel of an ultrasound endoscope." There is evidence to suggest that the customer did not follow the instructions for use as the echo-19 device was used for access. As per medical advisor "yes, I would believe that using echo-19 as an access needle was off-label." A definitive root cause could be determined from the available information. From the information provided it is known that the user used the device off-label, as the echo-19 device was used for access. As per medical advisor "yes, I would believe that using echo-19 as an access needle was off-label." Complaint is confirmed based on customer testimony. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends

Event description:
Under eus control, echo-19 was inserted into the cyst, a awg2 wireguide was inserted through the needle into the cyst, the cst-10 was inserted along the awg2. The erbe vio3 was connected and inner catheter made hole in the cyst, then after switching the wire outer catheter made bigger hole in the cyst. While ejecting cst-10 from the working channel it turned out that the outer ring was left inside the working channel of the scope. It was necessary to remove the scope from the patient with the wireguide from the cyst. Then oa-10 was used to remove the outer ring from the working channel of the scope. This complaint is being created as the echo-19 device was used for access and this is considered off label use. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence please confirm if the complaint device has been used on a covid-19 patient no what scope was used? Olympus gf uct180. What esu was used? Nie wiem czym jest esu¿ was the wire guide placed during the procedure? Yes, awg2-35-450. Is it possible to advance outer catheter into cyst? Yes. What electrosurgical unit was used? What watt was this set to? Erbe vio3 ¿ hybrid knife setting ¿ 60 w.